Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are sore and unsure if the device is helping with symptoms as they did not void the first two days after implant. The patient refused to troubleshoot over the phone so patient services reviewed to wait for the call from the manufacturer representative (rep).